Event description:
Complaint that the bed would not go into trendelenburg. No injury reported.

Manufacturer narrative:
Technician found that trendelenburg was not working - found selector lever to be disconnected from linkage. Reconnected and tested to resolve this issue. Bed in storage.